Event description:
It was reported that the buttons on the insulin pump were unresponsive. The reported blood glucose reading was 230 mg/dl. Troubleshooting was performed, but the insulin pump could not be restored to normal operation. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.